Event description:
It was reported that one day after a left ventricular lead revision in which cautery was used, the device sensing integrity counter (sic) was elevated. It was also noted that when the device measured the right ventricular lead impedance, one beat of oversensing was seen. The oversensing was attributed to cautery during the lead revision and to the subthreshold lead impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.